Event description:
It was reported that the device has a loose mount. The case was started by using another like device. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Additional information: the handpiece was received disassembled with the transducer assembly and the nose cone inside a small bag. No functional testing could be performed due to the condition of the device. It possible that the mount could be loosen due to the cracked nose cone prior to the instrument breaking a part. The instrument was disassembled to inspect internal components and it was noted that the moisture indicator was positive, the acoustic isolator was torn and internal wire disconnected. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is probable that the ingress of moisture affected handpiece functionality.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Date of event: unknown, assumed 1st day of month ((B)(6) 2014) that complaint was reported.